Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer stated that the device had not alarmed a button error. The customer's blood glucose was 186 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.